Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00852. It was reported the patient¿s left implanted lead migrated south. The migration was confirmed by fluoroscopy on (B)(6) 2019. As a result, the patient is awaiting surgical intervention.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00852. Additional information provided the patient had one lead explanted and replaced. Therapy was restored. Note: both of the patient's leads are being reported because it is unknown which lead is liable.